Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 22 mg/dl and a loss of consciousness. Cause of low bg level was unknown. Bg was treated with intravenous saline and consumption of carbohydrates. Reportedly, customer left the ER 6-7 hours later with the issue resolved and no permanent damage. Pump data review by tandem technical support (cts) confirmed the pump was functioning as intended. Based on the pump data review, customer performed the load sequence twice. Cts informed the customer of the findings, and noted it was possible customer was connected to the pump during the load sequence; however, customer could not recall if they were connected during fill tubing process.